Event description:
It was reported that the vns patient passed away on (B)(6) 2015. The death certificate listed the cause of death as probable sudep/lennox-gastaut syndrome. The patient's device was not explanted prior to burial; therefore, no analysis can be performed. No further information relevant to the event has been received to date.

Event description:
Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2015.